Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced pain, odor, discharge, dyspareunia, incontinence and bladder spasms. Patient reportedly had bladder sugery in 2001, but doesn't know if the sling was removed. Patient is now voiding normally and doesn't have bladder spasms. The device was not returned for evaluation.